Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a falsely depressed glucose of 17 mg/dl on a sample processed on the architect c16000 analyzer for a glucose tolerance test. The sample was marked low and held for review, but an inexperienced operator released the result which was questioned by the physician. The sample was repeated with glucose of 137 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures of replacement of the tubing associated with high concentration waste which were worn out from normal use. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed. Based on information from the abbott field service representative, replacement of the peristaltic head tubing, high concentration nozzle a tubing, and high concentration nozzle b tubing addressed the customer issue. Device evaluation concluded that a malfunction occurred.